Event description:
The customer reported that the couch jammed - it would not move in both directions at approx 70 cm to the ground. The pt used a ladder to come down off of the couch. The physicist used the varian hand crank to move the couch. There was a "crack" heard and the couch collapsed immediately.

Manufacturer narrative:
The field rep reported that the grease was very dark and the bevel gear was damaged. In addition, the incident was not reported to varian as a customer complaint, but instead handled as a routine service repair. In 2008, the incident was discovered during an investigation of a similar complaint. Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.